Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional cds devices referenced are filed under separate medwatch reports.

Event description:
This is filed to report the torn clip introducer. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation with an mr grade of 4. The patient's baseline mean pressure gradient was 3 mmhg. The first clip was implanted successfully. The second clip delivery system (cds 71030u127) was advanced to the mitral valve to further reduce mr. While advancing the cds handle, the cds took a medial dive and then an anterior dive. When the clip was positioned at the valve, the leaflets could not be grasped because the clip rotated. It was observed that the m-knob was at the 6-7 o'clock position and the cds was curved more than 90 degrees. It was commented that this may have caused a set in the shaft resulting in the observed anterior/medial diving. The clip was not implanted and was replaced. During preparation of the second cds (80123u141), when loading the clip into the clip introducer (ci), the clip arm got caught on the ci and the ci tore. The device was not used and was replaced. The next cds (71026u288) was advanced to the mitral valve and the clip was implanted successfully; however, after deployment the mean pressure gradient increased to 6mmhg. No further clips were used. Two clips were implanted reducing mr to 2. There was no clinically significant delay during the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficult to insert due to clip becoming caught on the clip introducer (ci) appears to be related to user technique and the torn clip introducer was due to the clip caught on the clip introducer. There is no indication of a product quality issue with respect to manufacture, design or labeling.